Manufacturer narrative:
(B)(4).

Event description:
It was reported that the egm showed that a brief duration of svt was spontaneously resolved. Review of the egm revealed the svt was indicated as a vt on the morphology. The patient was asymptomatic. The device was reprogrammed.